Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the pump was having intermittent issues during setup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
There have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. Livanova (B)(4) manufactures the s5 double roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the fault and identified a small hole in the touch screen. The touch screen was replaced and preventative maintenance was performed. Functional testing found no further issues. A photo of the kapton-tail date code was sent to livanova (B)(4) for analysis. Given the date-code of the kapton-tail connection and considering the age of the pump, livanova (B)(4) concluded that aging and wear of the part and the glue lead to the reported malfunction. A root cause investigation (rci (B)(4)) was initiated for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group received a report that the touch screen of the pump was having intermittent issues during setup. There was no patient involvement.